Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt on (B)(6) 2014. According to the report, the physician set the pressure level of the shunt at 1.0 on (B)(6) 2014. The report stated that the pressure level was found to be 0.5 when tested by the physician on (B)(6) 2014. Reportedly, the patient received an MRI scan on (B)(6) 2015 and the physician found that the shunt was not occluded.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. (B)(4).